Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the device did not work, it was biting into tissue. It was reported, tissue damage occurred. It could not be reported how the case was completed, if bleeding occurred or if there was a delay in operating room time.